Event description:
It was reported the errors e116 and e117 (camera control unit (ccu) circuit board failure errors) were repeatedly displayed when the camera head was used along with the camera control unit. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is related to manufacturer report number: 3002808148 - 2024 - 02362. No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional reportable findings. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.